Event description:
During a follow-up in clinic, noise resulting in oversensing was observed on the right ventricular lead due to suspected initial lead damage. The device was reprogrammed successfully. The patient was stable.